Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of fluctuating low and high blood glucose of 30 mg/dl to 400 mg/dl. The customer indicated that their endocrinologist made changes to their settings but then changed them back and has been feeling better. Customer declined to troubleshoot and wanted to document the incident only.